Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system displayed a no video input message and would not completely boot up. There is no report of death or serious injury associated with this complaint.